Event description:
It was reported that a clearlink system continu-flo solution set leaked from one of the y-sites. This occurred during patient infusion of gemcitabine at a rate of 573.6ml/hr. The infusion was administered through an unspecified intravenous (IV) pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. Pressure and clear passage testing, priming, simulation run using an in-lab spectrum pump were performed with no issues noted. A 24-hour gravity testing and water referee back pressure testing on the clearlinks were performed; a static drop was observed at the third y-site clearlink. An autopsy was performed to the third y-site clearlink and a small deformation of the post component was identified at the seal area. The reported condition was verified. The cause of the deformation was related to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.